Event description:
Wang et treatment of hepatic venous outflow obstruction after piggyback liver transplantation; radiology. 2005 jul; 236 (1):352-9.; report one patient required reintervention for stent migration. The purpose of the study is to evaluate retrospectively the endovascular management of hepatic venous outflow obstruction after piggyback orthotopic liver transplantation. From may 1995 through july 2003, 13 patients who had previously undergone piggyback orthotopic liver transplantation underwent treatment for hepatic venous outflow obstruction with endovascular placement of balloon-expandable stents. There were eight male patients and five female patients with an age range of 14¿67 years and a median age of 52 years. In this case, a 12-mm balloon-expandable stent (palmaz) was placed for treatment of refractory ascites on day 57 after a cadaveric two-vessel-cuff piggyback orthotopic liver transplantation. Stent placement was performed without difficulty by using a right femoral venous approach. The pressure gradient was eliminated, and the ascites in this patient subsequently resolved; however, chest pain and dyspnea developed approximately 10 days after stent placement. Chest radiographs demonstrated migration of the stent into the left pulmonary artery. The stent was successfully retrieved and deployed in the right common iliac vein. Despite the short period during which the stent remained in the correct position in the hepatic vein, the stenosis appeared venographically to have resolved and was not re-treated. The patient was doing well at 4 years after stent placement and retrieval, and there was no evidence of obstruction of the hepatic or iliac veins.

Manufacturer narrative:
Wang et treatment of hepatic venous outflow obstruction after piggyback liver transplantation; radiology. 2005 jul; 236 (1):352-9.; reported one patient required additional intervention for palmaz stent migration. In this case, a 12-mm balloon-expandable stent (palmaz) was placed for treatment of refractory ascites on day 57 after a cadaveric two-vessel-cuff piggyback orthotopic liver transplantation. Stent placement was performed without difficulty by using a right femoral venous approach. The pressure gradient was eliminated, and the ascites in this patient subsequently resolved; however, chest pain and dyspnea developed approximately 10 days after stent placement. Chest radiographs demonstrated migration of the stent into the left pulmonary artery. The stent was successfully retrieved and deployed in the right common iliac vein. Despite the short period during which the stent remained in the correct position in the hepatic vein, the stenosis appeared venographically to have resolved and was not re-treated. The patient was doing well at 4 years after stent placement and retrieval, and there was no evidence of obstruction of the hepatic or iliac veins. The product was not returned as it remained implanted in the patient. A lot number was not provided; therefore, a review of the manufacturing records could not be done. Without return of the device for analysis or films for review, the reported stent migration could not be confirmed and the exact cause could not be determined. Patients with ascites may experience moderate to severe accumulations of fluid within the abdomen, resulting in increasing abdominal pressure and changes to the vasculature. In this case, with recovery and decreasing abdominal pressure, incomplete stent apposition may have occurred as the vessel lumen changed/decompressed, leading to migration of the stent. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.